Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the top trigger would not move and some internal parts were corroded; lock pin was corroded causing the top trigger to malfunction. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during veterinary total fracture surgical procedure, it was observed that the compact air drive device seized up in reverse and the trigger would not go in. There were no delays to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.